Event description:
The pt's device reportedly migrated. No signs of infection were noted, however the pt was provided with antibiotics (type unk). Surgery was performed on (B)(6), 2011 to resecure the pt's device. In addition, it was also reported that the pt's electrode array migrated out of the cochlea. Surgery was performed in (B)(6) 2011 to reinsert the electrode. Advanced bionics is in the process of gathering more info.